Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 7161561 the ab63201002 lot 7161561 has been packaged in nov 2019 and the expiry date is nov 2024 for (B)(4) pieces. The aa71141002 lot 7081450 has been manufactured with intermediate products ref ab632080 lot 7016602 we can not identify any specific root cause as unsufficient information has been provided to do so. The silicone balloon issue is known and followed. In parallel, a specific trend is monitored rgarding the silicone balloon issue trough the CAPA.

Event description:
According to the available information, once the device was introduced into the patient, a rupture of the balloon occurred during inflation.

Manufacturer narrative:
We received an used sample with blood. After decontamination with anioxyde 1000 bath, we can see a slit at the level of balloon but the balloon is entire . From experience, silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so.